Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that post system implant, the right atrial lead exhibited no sensing and no capture. At the time, the cause of the anomalies were believed to be due to a recent heart surgery the patient underwent. The patient reported bradycardia and feeling poorly on (B)(6) 2018. Right atrial lead testing revealed non-capture and poor sensing. The lead was disabled. On (B)(6) 2018, the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.